Event description:
A materials manager reported that at the end of a vitreous-retinal surgery, it was found that the new bottle of sf6 had no gas. There was a delay of about 15-20 minutes as he located another bottle of sf6 gas. The surgery was completed. No patient impact was reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 svr 803.56 when additional reportable information becomes available. (B)(4).